Event description:
(B)(4). Night sweats, bacterial vaginitis, more yeast infections, pelvic pain, crippling abdominal cramps and burning, frequent headaches, periods became irregular (late, early, longer, shorter). Prior to essure, I'd always had a 28 day cycle, never late unless pregnant. Now I'm 26, 25, 23, 20 and 32. Metallic taste in my mouth, dizziness, nipple discharge w/o stimulation, lower back pain, my right thigh under my cheek constantly aches since about a week after the procedure, I feel poking/pricks on either side (where the coils are), forgetful, and just this past year I've had breakouts in different places, severe body aches at night (abdomen, lower back and legs). I've had several fillings placed in my teeth, 4 teeth extracted due to severe decay and 3 chips repaired. The dental work is on going. (Prior to essure I've always had great dental exams and healthy teeth and gums). These past few months I've been experiencing painful periods (prior to essure to, I only had minor breakouts on my face, cravings and minor back ache) never have I ever suffered severe pms symptoms or cramps not even slight ones. Excessive vaginally discharge both odor and odorless. (B)(6) 2014 I had a miscarriage after just barely realizing I was pregnant (about 6 weeks). Heartburn is almost daily. I signed up to prevent future pregnancies not become cripple to these devices. I've always been active and athletic and most days I feel like I'm aging rapidly. My weight is up and down, my abdomen is always bloated and I'm flatulent most of the time. My moods are up and down because my "feel good" days are up and down. I want these things out and I want my life and health back. Please, help us.. (All essure victims)!